Event description:
The customer reported regarding prime issues. Troubleshooting was performed. The customer stated that the insulin pump counted up to seven and went back to prime mode, and then the insulin squirted out. The blood glucose reading was 219mg/dl. The customer also mentioned having a blank display for less than thirty seconds. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose motor support disk. The device power up properly after battery installation. The insulin pump was received with operating currents within specifications. The device was monitored and no blank display noted.